Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported mechanical jam plunger issue could not be determined. Factors that may contribute to mechanical jam (plunger deployment issue) include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an electrophysiology (ep) ablation interventional procedure. Reportedly, the plunger of the proglide device could not be pushed down completely. Therefore, the foot was closed and the device was removed. The sutures of a new proglide device were successfully pre-placed. The sheath was upsized to a 10f sheath and the ep ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.